Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2011-03011. It was reported that during a rotational atherectomy treatment procedure a guide wire fracture occurred. The severely calcified lesion was located in an unknown vessel. The 325cm rotawire fractured into two pieces approximately 120cm from the distal tip during testing of burr at about 200,000 rpm after 30 seconds. According to the physician the burr annulus became damaged. The procedure was completed with another of the same device. As it occurred during preparation outside of the patient, there was no patient interaction or complications and the patient status is good.

Manufacturer narrative:
Updated: device evaluated by MFR, eval summary attached, method, results, and conclusion. Device evaluation: tug and connect/disconnect tests were performed and no issues were observed with the unit's handshake connectors. During an attempt to wire guide the catheter with a control guide wire, resistance was met in the annulus of the burr. Microscopic examination of the burr revealed that the burr annulus was misshapen; this is consistent with the rotating burr coming in contact with the guide wire. There were no scratches that exposed brass on the plated back half of the burr. A scratch test was performed and confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip." (B)(4).

Event description:
Same case as MDR ID: 2134265-2011-03011. It was reported that during a rotational atherectomy treatment procedure a guide wire fracture occurred. The severely calcified lesion was located in an unknown vessel. The 325cm rotawire fractured into two pieces approximately 120cm from the distal tip during testing of burr at about 200,000 rpm after 30 seconds. According to the physician the burr annulus became damaged. The procedure was completed with another of the same device. As it occurred during preparation outside of the patient, there was no patient interaction or complications and the patient status is good.